Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the broken device was confirmed. The clinical/medical investigation concluded that, a revision surgery performed due to the breakage of a post insert 15 years after a tka surgery. One undated photo showing a broken insert post was provided and reviewed, however it does not provide insight into the root cause of the reported event. Per email communication, ¿the patient is very active¿ and ¿patient in excellent health.¿ no further clinically relevant information was provided for evaluation. Without clinically relevant information for evaluation, the root cause of the reported post insert breakage cannot be definitively concluded. Further patient impact beyond the reported post breakage and revision could not be assessed. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.additional information: d3

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery had been performed on 2006, the unkn journey bcs knee insert was broke, this was a first generation journey bcs insert. This adverse event was solved by a revision surgery on (B)(6) 2021. Current health status of patient is excellent.